Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected lvad thrombosis could not be confirmed as the lvad was not returned for evaluation; however, the heartmate ii instructions for use lists device thrombosis, hemolysis, peripheral thromboembolic events, stroke and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted to be pump thrombus. No other information is available at this time.

Event description:
Additional information: the intermacs report indicated ¿etiology of acute cva was likely 2/2 device thrombus. Patient was started on heparin gtt once cleared by neurology. Patient was brought by ems after being unresponsive and intubated. He arrived hypotensive and unresponsive on no sedation what so ever. He underwent central line and arterial line placement after IV fluid resuscitation via interosseous IV placed by ems. He was febrile with profuse diarrhea leukocytosis, and acute renal failure. He was found to have an elevated ldh of 1900 which is new, and some pinkish discoloration to his urine. He has had a CT of his head and it shows new foci concerning for embolic stroke. Patient is intubated and not overbreathing the ventilator which is concerning. Team suspect he is having a complication from his device (pump thrombosis); and has embolized clot fragments to his brain and possibly his kidneys. Interestingly his device interrogation shows no power surges. Additionally he has an elevated wbc count and fever¿.